Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 29may2020.

Event description:
The customer reported navigation (nav) ring is not working. The device did not have patient involvement at the time the issue was discovered, therefore, there was no patient or user harm reported.

Manufacturer narrative:
G4: 09nov2020. B4: 09nov2020 . The determination could be made that the device failed to meet specifications, the navigation-ring failures were determined to be due to liquid ingress. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
G4: 06oct2020; b4: 09oct2020. The manufacture field service engineer (fse) replaced the navigation ring to resolve the reported issue and performed required tests in accordance with service manual. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.